Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A health care professional (hcp) via a manufacturer representative reported a bent lead that occurred intraoperatively. The last electrode was reported to be slightly deviated and not in alignment with the others. Insertion looked relatively normal. The hcp did go to advance the lead, but pulled back to observe the lead, then continued to advance. On x-ray the last electrode did not look in alignment. The lead was removed and replaced with a new lead during the surgery. The issue was noted as resolved. No symptoms were reported. The consumer's medical history was noted as parkinson's disease.

Manufacturer narrative:
Analysis if the lead, model 3387-40, found the lead distal end electrode distal end is bent. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.